Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high pacing threshold. Upon opening of the pocket, the physician commented that it looked like the proximal portion of the lead had an isolation break. Additional information indicates that the conductor was exposed. According to the field representative, there was a break in the conductor though it was not visible. This rv lead was explanted and was thrown away. No additional adverse patient effects were reported.